Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od), and refractive miss was observed.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).